Event description:
Resident was being transferred from bed to wheelchair with the medi-man lift. The screw holding the spreader bar failed to hold, resulting in the resident being dropped from the medi-man lift. Two certified nursing assistants were in attendance. The fall resulted in displaced left distal clavicle fracture and left palmelar scalp laceration. Death occurred on 03/10/2000.